Event description:
Non physiological signals were observed on the atrial and ventricular channels in recorded ecgs of real time tests.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Non physiological signals were observed on the atrial and ventricular channels in recorded ecgs of real time tests.